Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was recording noise on the ventricular channel that resulted in pacing inhibition. The electrograms were reviewed by a guidant technical services (ts) consultant. No adverse patient symptoms were reported.